Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected battery out limit alarm or pump counts down anomaly noted. The insulin pump had cracked case at display window corner, battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a weak battery alert while changing the battery. The insulin pump started to count down and then alarmed battery out limit. The customer was assisted with clearing the alarm. The customer stated that the lip of the battery compartment is cracked. The insulin pump was not dropped or bumped. A loaner insulin pump would be sent but product would not return for analysis.